Event description:
Patient was being turned for cleaning, registered nurse (rn) called respiratory therapist (rt) due to patient's decreased sats and severe occlusion alarm on puritan bennett 980 ventilator. Rt entered patient room with ventilator reading severe occlusion, patient cyanotic while still connected to the ventilator. Rt immediately disconnected patient from ventilator and began to bag with bag valve mask. Second rt assessed ventilator, troubleshooting. The patient was easily bagged up to mid 90's, suctioned patient for scant amount. Ventilator switched. Extra epo filter on exhalation side was noted to be saturated with liquid.